Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report that a patient had her precision system explanted due to an infection was received. The patient's pocket was reopened and the patient felt it was due to an infection. Infection was never confirmed. The patient is reportedly doing well following the procedure.

Event description:
A report that a patient had her precision system explanted due to an infection was received. The patient's pocket was reopened and the patient felt it was due to an infection. Infection was never confirmed. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-8216-70 (B)(4) description: artisan 2x8 paddle lead (lim), 50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility.